Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
On (B)(6) 2017, the patient experienced a burning sensation, redness, and bump at the pod¿s insertion site which spread to his knee and back. The pod was worn between 24 and 36 hours on the leg and the patient¿s blood glucose levels rose to 15 mmol/l (270 mg/dl). The patient went to walk-in clinic and was diagnosed with an infection. The patient was treated with 500 mg of cloxacillin to be taken 4 times a day. It was mentioned that the infection may be due to bacteria on the patient¿s skin or hair. The nurse advised he shave the area before applying the pod. As of (B)(6) 2017, the patient reported the site was healing and did not believe further action was needed.